Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, after the reload was connected to the handle, the jaws closed but would not open again. The nurse tried firing on the table and was successful but the jaws still would not open. Another handle and reload were used to complete the case. There was no patient injury.